Event description:
Ous MDR - noise was noted for this rv lead. When the lead was removed, it was checked and noise was confirmed at 10v. The lead was not returned for analysis.

Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular around 58 cm distal to the df4 connector pin the insulation was rubbed through. This damage can be considered to be the root cause of the noise mentioned in the complaint description and observed during the analysis of the ICD memory content. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against modified tissue or another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analyses of the ICD and the lead did not reveal any sign of a material or manufacturing problem.